Manufacturer narrative:
On (B)(6)2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Toward the end of the procedure, the patient's blood pressure dropped and they noticed impedance spikes. The physician removed all of the catheters from the body and checked the patient using a transthoracic echocardiogram, which confirmed pericardial effusion and perforation in the coronary sinus. The patient was sent to post-op and a pericardiocentesis was performed. About 300 ccs of fluid were removed from the patient. The patient is currently in stable condition. The physician believes the issue occurred from the qdot micro¿ catheter.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Toward the end of the procedure, the patient's blood pressure dropped and they noticed impedance spikes. The physician removed all of the catheters from the body and checked the patient using a transthoracic echocardiogram, which confirmed pericardial effusion and perforation in the coronary sinus. The patient was sent to post-op and a pericardiocentesis was performed. About 300 ccs of fluid were removed from the patient. The patient is currently in stable condition. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force sensor error (106) was observed due to an open circuit in the tip area, no other issues or anomalies were observed. During product analysis, the lot number was identified as 31210203l. With the lot number available, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The potential cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer, therefore, the observed failures could be related to the manipulation of the device after procedure. However, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).